Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)exhibited one episode of noise on the rate/sense channel, lasting 5 seconds, which inhibited pacing. The patient is pacer dependant. The device did not administer a shock as the noise abruptly stopped and did not meet redetection criteria. The patient was doing isometric exercises at that time. The noise was unable to be recreated. Additional information was received that one month later, the device exhibited another episode of myopotential oversensing which inhibited pacing. All the lead diagnostics are normal.